Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient information was not provided by reporter. Device is an instrument and is not implanted/explanted. (B)(6). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. The subject device was reportedly discarded. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reported an event in (B)(6) as follows: it was reported that while the surgeon drilling, the drill bit was broken and the fragment remains in the patient. The reported event resulted in a 20 minute surgical delay. The patient's post-surgical status was reported as "stable." The surgeon explained to the patient what happened during the surgery and recommended that the patient request to have the drill bit fragment removed at the same time the implant is explanted in the future. This report is 1 of 1 for (B)(4).